Event description:
Report 3 of 7: it was reported after using bd microtainer® tubes with k2e (k2edta), a sample exhibited clotting in one patient. The sample was redrawn and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3: device eval by manufacturer? Yes d.9: returned to manufacturer on: 19-mar-2026 investigation summary: bd received 319 samples for investigation. Two hundred and fifty (250) were contained in their original polybag, while the rest were not inside their original polybag. All samples were visually inspected for presence of additive with acceptable results, and fifteen (15) samples were tested for additive concentration with acceptable results. Additionally, fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fourteen (14) retention samples were evaluated for quantity of additive with acceptable results complaints for sample quality are under statistical control for the month of february 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality - (clotting, platelet clumping). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 3 of 7. It was reported after using bd microtainer® tubes with k2e (k2edta), a sample exhibited clotting in one patient. The sample was redrawn and no adverse impact was reported regarding the patient or user.